Manufacturer narrative:
The device was returned for evaluation and found to be severely damaged at the outflow cage. There were multiple scratch marks along the yoke and endcap indicating interaction with the guidewire. The issue occurred with an abbott guidewire and the wire ended up getting caught on a contralateral sheath from the impella access site. Thus the root cause of the vascular damage was likely due to the sheath manipulation due to improper technique.

Manufacturer narrative:
Device not returned by customer. The impella 2.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient had impella 2.5 pump inserted in the left femoral artery. The patient decompensated quickly with internal bleeding and cardiopulmonary resuscitation (CPR) was initiated, rapid transfusion totaling to four (4) units of packed red bloods cells (prbcs) was given and an unknown about of fresh frozen plasma (ffp) were given.